Event description:
It was reported that the patient was presented in clinic with presyncope. The ventricular lead exhibited noise. An insulation anomaly was noted on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.